Manufacturer narrative:
H11: additional manufacturer narrative: d6a. If implanted, give date: the implant date in unknown. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from turkey, a perimount valve of unknown model implanted in pulmonic position was explanted after an implant duration between seven (7) and ten (10) years, due to stenosis and regurgitation. As reported, the patient was pediatric and the prosthesis needed to be replace due to the growth of the patient. Another bioprosthetic valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to b7 (other relevant history, including preexisting medical conditions) corrected data in section h6 (type of investigation): 4114 (device not returned) replaces 4117 - device not accessible for testing. Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device was not requested for return as there is no allegation of device deficiency and/or malfunction by end customer. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient's age at the time of the implant.